Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Additional narrative: per the customer, the device is not available for evaluation; therefore, the reported condition could not be confirmed. Should the sample be received for evaluation, a follow-up will be submitted with the evaluation results. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that one folfusor sv 2ml/hr device overdelivered during patient use. The folfusor device reportedly completed delivery in 18 hours instead of the prescribed 44 hours. According to the pharmacist, the folfusor device was filled with 43ml of 5-fu and 45ml of physiological saline. No abnormalities were reported in the preparation of the device. There was no report of patient injury or medical intervention. No additional information is available.